Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: revision, manufacturing date request. Limited information provided mainly about the product. Update received: **recreated 13 august 2015 due to received of 3x discs containing patient's radiology images & medical records. Discs passed to leeds analysts. (B)(4). Update rec'd 13 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records following the primary revision surgery, the patient began to experience pain and instability. On (B)(6) 2011 the patient dislocated their hip, and underwent a closed reduction. The patient went on to be revised. Upon revision, brown fluid, a pseudotumor, and alval were found in the hip. At this time the patient's head and liner are being reported. The complaint was updated on: 25/08/2015.